Event description:
During an unrelated procedure, the device entered backup vvi (bvvi) mode due to electromagnetic interference from electrocautery. High voltage therapy was unavailable while the device was in bvvi mode. At a later date, abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.